Event description:
During a procedure with the tenex system, the microtip needle separated from the rest of the hand piece and was retrieved from the treatment site in the patient. X-ray confirmed removal of the piece. There were no patient complications.